Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that battery was depleting quickly. Reportedly, customer continued to use pump for insulin therapy. Customer's blood glucose was 120 mg/dl.